Manufacturer narrative:
Implant and explant dates: if explanted; give date: not applicable as the lens was inserted and removed. Initial reporter phone number: (B)(6). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed the pushrod was exposed out of the cartridge, lack of lubricant in the device, and no lens was returned for evaluation. Therefore, the reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lead haptic of an intraocular lens (iol) was noticed stretched. Reportedly, the surgeon decided to implant the lens anyway. Once inserted into the eye, the lens was noticed scratched and the surgeon had to remove it. A backup lens was implanted with no issues. No patient injury was reported. The removed lens was broken apart and the customer discarded parts of it. No further information was provided.